Event description:
As reported by the user: during work changing hour, the patient evidently has a breathing rate of 56, while the ventilator was programed for 10. Then we disconnected the ventilator from the patient and we connected to a test ball. The frequency didn't change and was still 56 the same as the patient. We did a calibration test and the flow sensor failed. These circumstances caused an increase in co2 and it can cause a severe hypotension and a poor response to vasopressor.

Manufacturer narrative:
(B)(6) female patient (B)(6) arrived at (B)(6). Patient was previously diagnosed with a tumor in the leg. The location and type of tumor in the leg would not be provided by the physician or hospital. Patient was experiencing breathing difficulty of a nature significant enough to warrant continuous ventilation. Further clinical information was requested by oricare, but the hospital refused to provide the data due to an internal malpractice investigation. Software logs show that hospital personnel failed to perform the mandatory preuse test and failed to calibrate the system prior to use. The hospital drew blood gases at 1816 on (B)(6) 2015, which showed low results for pco2, thb, hct and elevated chloride. Another blood gas was drawn at 0111 on (B)(6) 2015. Which showed a rise in pco2, hct, and a continued decrease in thb, potassium, and chloride. Blood gas was drawn again at 0213 on (B)(6) 2015, which is over 24 hours later. Pco2 elevated to 133.4, chloride levels dropped to 108, potassium continued to increase, ph dropped to acidic levels, thb increased slightly. And glucose was found to be 256 mg/dl. The patient was left on the ventilator until the last blood gas draw (B)(6) 2015. The blood gas draw on (B)(6) 2015 at 0804 indicated potassium levels were critically high 6.32mmol/l. The system was alleged to be autocycling. The patient was removed from the ventilator in question alive (B)(4) and was allegedly placed on a different ventilator around 0800. The patient allegedly expired in the afternoon around 4 pm. An (B)(6) report was completed by the hospital shortly after the death. The cause of death is unknown. The patient did not die while on the device in question. The hospital only reported that intervention was necessary and did not report the death to (B)(6). The original hospital complaint was stated on the (B)(6) report in (B)(6) and was translated as follows: during work changing hour, the patient evidentially has a breathing frequency of 56, while the ventilator was programed for 10, then we disconnected the ventilator from the patient, and we connected to the test ball, and the frequency doesn't change, still was 56, same as the patient. After, we did a calibration test, so the flow sensor was failed. These circumstances cause the increase of co2, and it can cause a severe hypotension and a poor response to vasopressor. The complaint was forwarded to oricare through e-mail on (B)(6) 2015. However, due to a misspelling in the email address the message was not delivered to oricare. One week later a phone call was placed to the service group for oricare and oricare become aware of the event on 06/10/2015. Initial investigation: oricare personnel (software manager) were immediately dispatched and arrived in (B)(6) (B)(4) 2015. Oricare personnel subsequently travelled to (B)(6) and arrived on (B)(4) 2015. Logs were immediately copied from (B)(4) and stored on digital media and the machine in question was quarantined. Initial interviews conducted with hospital staff provided the information presented above. Clinical data was requested and denied from the hospital. Investigative questions were asked and answers were denied from the hospital. Oricare personnel (software manager) returned to the USA on (B)(4) 2015. Follow-up investigation: oricare personnel (global director quality assurance and regulatory affairs and global director customer service) arrived in (B)(6) on the evening of (B)(4) 2015. The machine was delivered to the distributor, (B)(4), prior to the arrival of oricare personnel on (B)(4) 2015. On (B)(4) 2015 the machine was unpackaged and photographed. During the investigation it was noted that the air filter was replaced, the oxygen sensor was replaced with an expired sensor, and the flow sensor had been replaced by (B)(4) engineers. Oricare personnel were unable to duplicate the event stated in the complaint. Oricare personnel examined qa documentation and final inspection reports from the contract manufacturer. Software versions and history logs were examined. Oricare personnel operated the system at the parameters that were stored in the machine from the hospital. Maintenance records were reviewed. Manufacturing records were examined. An overall, top level, evaluation of the mechanical parts was conducted. Oricare personnel completed the field follow-up investigation and repackaged the machine in question (B)(4). The machine in question is being returned to the (B)(4) facility for an in-depth investigation. Conclusions: the (B)(6) report from (B)(6) states the final diagnosis of the patient to be: lung cancer (metastasis) with osteosarcoma in the inferior right part of the body. The complaint stated that the machine ventilated at a breath rate other than what it was set to, but during simulated use conditions, in the distributor lab, oricare was unable to duplicate the reported failure. The machine logs indicate that the user failed to follow instructions and complete the mandatory pre-use test and the user failed to calibrate the machine prior to use on the patient. Based upon interviews and the actual (B)(6) report, oricare maintains that the machine in question was in a state of autotrigger while on the patient for an extended period of time(> 6 hours). Oricare was unable to duplicate the failure simply because the machine was altered prior to the oricare field investigation. Hospital engineers removed the flow sensor, oxygen sensor, air filter and batteries one day after the event, which makes root cause determination of the entire system, in the state that it was while on the patient, impossible. Oricare ended the initial investigation in (B)(6) and the system is being returned to the company laboratory for further analysis. It is unknown what happened to the original oxygen sensor and air filter assembly. The distributor produced a flow sensor in a non-esd bag and claimed it was the original component to yxyx003 and oricare is in the process of identifying and examining the returned component. Oricare was able to confirm that the user did complete the pre-use test after the patient was removed from the machine (alive) at or around 0830. The patient was allegedly placed on a different ventilator and the patient allegedly died at or around 1630. Oricare requested an official copy of the death certificate and coroner's report and the hospital refused to provide the information. Oricare requested clinical data and the hospital refused to provide the data as the case was considered medical malpractice. The hospital only released a photograph of blood gas analysis to oricare, but there is no way to confirm that these results are directly related to the patient in question. However, oricare has assumed that they are related to the patient and they are attached to this report. The cause of death is unknown, but the patient died approximately 8 hours after being removed from the medical device. Investigation shows that the user did not follow instructions for use and that the user did not take immediate action after obtaining clinical blood gas results that were abnormal. Investigation also provided logged evidence that the sspont alarm was in the off mode (rate of spontaneous breaths). Finally, parts were replaced on the machine the day after the event and prior to notifying oricare, which made investigation and root cause analysis nearly impossible. Thus, oricare was unable to duplicate the problem as reported by the user to invima and oricare was unable to confirm the death of the patient and the impact our machine had on the patient. The overall conclusion is that user error occurred. Oricare will continue to investigate fully and will update the MDR file with supplemental information if and when it becomes available. It should be noted that there have been no other reportable incidents, significant injuries, or deaths associated with the v8800 critical care ventilators on the world market (over (B)(4) on the market) since its release.